Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 504 units of this code-batch. There are no units in our stock. We have received 23 closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 2.47 kgf in average and 2.15 kgf in minimum (ep requirements: 1.80 kgf in average and 0.91 kgf in minimum). Additionally, degradation test has been conducted with the samples received and the results fulfill b. Braun surgical (bbs) requirements. In the degradation test, threads are introduced in a sörensen solution at 37º c for 28 days. After this period, the knot pull tensile strength and the linear pull tensile strength of the thread is tested. The knot pull tensile strength results of the samples after degradation test are 1.83 kgf in average and 1.60 kgf in minimum. B. Braun surgical requirements are 1.14 kgf in average and 0.76 kgf in minimum. The linear pull tensile strength results of the samples received after degradation test are 3.11 kgf in average and 2.92 kgf in minimum. B. Braun surgical requirement is 1.33 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b.braun surgical requirements. As stated in the instructions for use of the product, "when working with suture materials great care shall be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked." Final conclusion: according to the results of the samples tested and the batch manufacturing record review, the product complies with our specifications and also fulfill usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monoplus suture. The client reported that the thread broke several times during surgery no further information has been received.